Event description:
Reporter indicated that during a vns generator replacement surgery, the setscrew for the negative lead pin appeared to be stripped. No audible click was heard when the screw was tightened down, and the screw was unable to be loosened. The setscrew for the positive lead pin did click audibly when it was screwed down. No issues were noted with the hex screwdriver used. Vns diagnostics were normal. The reporter feels the lead will be unable to be removed if a future generator replacement is needed, and a new lead would have to be implanted due to the stripped setscrew being unable to be loosened.